Event description:
It was reported that in using the breast biopsys system, the doctor was unable to complete the biopsy due to inability for the vacuum to be activated.

Manufacturer narrative:
H3: evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum solenoid be replaced. The device was functionally tested, met all product requirements and returned to the customer.